Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 72-year-old female patient presenting for high risk percutaneous coronary intervention. Following impella explant, it was documented that the patient developed a hematoma. Manual compression and a femostop were applied, however the patient's hgb dropped and a transfusion consisting of 3 units rbc and 1 unit of platelets was performed. Upon further consultation, it was identified that a surgical repair was necessary as the femoral artery had a tear. The patient was subsequently taken to the or for surgical repair of the femoral artery and common femoral vein. Upon follow up, it was further disclosed that the patient developed an infection at the intervention site. Fibrinous tissue was identified on the staple line with ulceration. Antibiotics were given to treat the infection and the patient was scheduled to debride and washout the site.